Event description:
The patient reportedly was seen for c1 device evaluation due to loss of lock. At that time, testing performed confirmed the reported problem. In july 2005, the company was notified that surgery to explant the patient's c1 device was scheduled.

Event description:
The pt reportedly was seen for c1 device evaluation due to loss of lock. At that time, testing performed confirmed the reported problem.